Event description:
It was reported that the bed had no motor functions and the scale was inaccurate. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell. Set screw out of adjustment.